Event description:
It was reported that there were impedances of greater than 2,000 ohms therapy and greater than 4,000 ohms on some bipolar pairs int ra-operatively. Patient was getting therapy. It was noted that the ¿ma was 43 on the device which was decent for higher impedances.¿ during the impedance test there was a return of tremor which confirmed patient had therapy. Patient was programmed to 3.9v. It was noted that this was affecting the patient¿s left side battery which was the patient¿s right side therapy. Left side therapy was worse than right. A low battery was noted and at the time of this report they were doing a replacement with a new device. Additional information received reported that the patient was getting therapy following replacement.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v014617, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v067936, implanted: (B)(6) 2008, product type: lead. (B)(4).